Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that equipment was saturated with water while in storage due to a pipe burst. The equipment turned on, but the test resulted in a "s3 alarm". The alarm was acknowledged, but the s3 alarm persisted. It was also noted that a third-party power cord was used when the s3 alarm was set off.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of a s3 alert was able to be confirmed during evaluation of the log files from the centimag console (serial number: (B)(6)); however, fluid ingress was not able to be confirmed, and atypical events could not be reproduced. Upon arrival, the centrimag motor (serial number: (B)(6)) was found to be in unremarkable physical condition. Review of the log file confirmed s3 alerts at 7:42:15 on (B)(6) 2025 and 8:18:24 on (B)(6) 2025. Preceding each of these alarm activations, ¿can bus send¿ and ¿sf-flow-other¿ subfaults were observed. M2 alarms associated with sf-lmc-main-mode-disabled and sf-lmc-motor-disconnected were also noted to activate 2 seconds before the s3 alerts. The m2 alarms were able to be cleared, but the s3 alerts persisted until the system was shut down. During the time periods that the s3 alerts were active, the flow was logged as 0 liters per minute, but the pump was able to maintain the set speed. The returned centrimag motor was connected to a test loop and allowed to run overnight. During the observation period, the motor performed as intended and no unintended alarms activated. The motor was returned to the customer ready for use, after passing a full functional checkout. Provided information indicated that a pipe had burst in the room which the equipment was stored; however, fluid ingress was not confirmed. The root cause of the observed s3 alerts and m2 alarms cannot be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 7 warns the user to never put containers of liquids on top of or in the immediate vicinity of the console. Always prevent liquids from entering the device, since this can cause permanent damage to the console. The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including system and motor related alerts. No further information was provided. The manufacturer is closing the file on this event.